Manufacturer narrative:
Device evaluation of integrated battery charger has been completed. The reported problem (charger will not power on) was isolated to a damaged power supply connector. The root cause for the damaged power supply connector was excessive force. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that an integrated charger was unable to power on.